Manufacturer narrative:
The charger was returned and evaluated. The left lead on the ac receptacle was dislodged from the pcb of the charger.

Event description:
Consumer alleges that the charger got so hot that it allegedly caught fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges that the charger got so hot that it allegedly caught fire.